Manufacturer narrative:
(B)(4). Initial reporter - the article was written by mélissa laflamme, pierre-philippe grenier-gauthier, alexandre leclerc, stéphanie antoniades, and anne-marie bédard. Laflamme et al. "Retrospective cohort study on radial head replacements comparing results between smooth and porous stem designs" j shoulder elbow surg (2017) 26, 1316¿1324 http://dx.doi.org/10.1016/j.jse.2017.04.008. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that 6 months after the initial surgery, a patient experienced painful ankylosis. Patient underwent an elbow arthrolysis, removal of plates and screws, ulnar nerve transposition, and exchange of the radial head part of the implant for a smaller device. The porous stem was well integrated and left in place. No further information has been provided.